Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that during the last treatment of the day the laser stopped with 13% remaining in the left eye. The laser had a fluence issue and stopped due to interlock-laser dropout. They did not have an option to proceed with the case and aborted the rest of the procedure. It was reported that the a refill of 1339 mbar was performed before cases. At that time, transmission was 21.8%, voltage was 24.6v and fluence was 145. On (B)(6) 2018 it was reported that the procedure was a conventional lasik. Patient was not seeing 20/20 in either eye during his 1 day exam and is being follow up. The account have not determined yet the treatment plan for the patient after the event. On (B)(6) 2018 it was reported that the patient was doing much better, he was 20/20 in right eye and 20/25 in left. The account reported that they are going to stay the course and continue to see how he heals.

Manufacturer narrative:
At the time of the initial report the following info was known and was inadvertently not included. Device evaluated by manufacturer? Yes. (B)(4). Field service specialist visited the account and confirmed the reported problem. Found high voltage circuit components, high voltage (hv) cable, thyratron, and thyratron trigger printed circuit board faulty. Replaced faulty components. Performed thyratron conditioning and verified proper settings and operation of hv circuit. System functions normally without error or malfunction. While on site, made repairs to coolant system; replaced coolant pump, hoses and fittings. Restored coolant system to normal operation. System meets specifications. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.